Manufacturer narrative:
The complaint of defective/malfunctioning components on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The issue occurred on an unspecified date, starting on (B)(6) 2025, and it kept occurring. The rubber component of a tego® connector was reportedly defective. This alteration resulted in poor and inefficient blood flow in the machine, leading to sub-dialysis and, at times, system shutdowns due to alarms related to the altered blood flow. The damage to the patient is the loss of flow, preventing effective hemodialysis, and increasing the cost of the session due to the need to replace the tego pair more than once a week. No one was harmed as a result of this event.